Event description:
It was reported that during a hysterectomy and endo excision case using the harmonic 1100, the patient ended up with a small hole in the sigmoid. They aren't sure yet if it was caused by the harmonic. The result was the patient had a diverting colostomy. The surgery was delayed 60 minutes. The procedure was completed successfully.

Manufacturer narrative:
(B)(4). Date sent: 11/20/2025. B3: event year only reported: 2025. D4 batch #: unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is the surgeon¿s experience with har1136 device? What heat management techniques were utilized throughout the case? Can a generator log be provided for engineering review? Where was the device used in relation to the sigmoid? Are the videos mentioned in the event description available for engineering and medical review? Were any photos taken of the hole/burn? Is there any further patient management planned? What is the patient¿s current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.